Event description:
It has been reported to philips that the allura system was hung up and software was frozen, system was not responding at all for commands. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips service engineer inspected the system on site and it was identified that host pc was defective. The host pc and hard disc were replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging, software was frozen, and system was not responding. Upon functional testing, fse found that the host pc was defective. The fse replaced the host pc, hard disk, restored ghost image, installed new license, recreated image store, and created ghost backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.